Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received three photos for investigation. The evaluation of the photographic evidence revealed foreign material on the cannula. A total of ten retained samples were visually inspected, and no foreign material was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd preset¿ arterial blood collection syringe, there was foreign matter present on three (3) devices. No adverse impact was reported regarding the patient or user.